Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that on (B)(6) 2011 her blood glucose (bg) was "high" with vomiting. She stated that she was taken to the hospital via emt on (B)(6) 2011, where her bg was reportedly 23 mmol/l. She stated that she was dehydrated due to vomiting the previous evening. The patient stated that she was removed from the pump at the hospital and placed on intravenous insulin and saline. She reported that she resumed insulin pump therapy on (B)(6) 2011 and her bgs have been within normal range. Customer support (cs) reviewed the pump with the patient and found that all settings were correct and histories matched. The patient denied any site/set issues and stated that there were no air bubbles or leaking noted. The patient was able to successfully prime the tubing into the air while on the phone with cs. The patient stated that she could not remember if the cannula was bent on the infusion set she was wearing prior to hospitalization. Cs determined that there were no mechanical issues with the pump and the reported bg excursion was likely due to a site issue. The pump is not being returned at this time; the patient has resumed insulin pump therapy without further reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.